Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform self-test, displacement accuracy test due to cracked/bleeding lcd class. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained address/serial number label, stained end cap sticker. Unit received with missing segment/display anomaly due to cracked lcd glass and cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-712wws was requested and it was returned for analysis.